Manufacturer narrative:
The device history records for 5001102-as lot #0505176j02 was reviewed and the inspection report showed that no mps disposable set device was found rejected and no specific manufacturing yield issues was reported similar to this complaint condition. Also, the sub assembly pn 801082 lot #0504685355 and 0504685356 were reviewed and no part was rejected for the occlusion or partial occlusion. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with an mps delivery set during use. There were two incidents during the same day, with devices from the same lot. Reference manufacturer report number 1649914-2016-00017 for the first incident. This report stated that for this second incident when she had administered over 1.5 liters of fluid but noticed the heart was still not arresting when it usually arrests around 300ml, she looked down and saw the leak. She stated that she had to turn up the amount of meq/l because the heart was arresting a little but not completely so she knew some of the medication was going in. The report stated that once she turned it up she was able to finally arrest the heart completely and then from that point on and moved the arrest agent medication over to the additive side like she did for the first incident. There were no patient complications reported as a result of the alleged event. The device was not returned to the manufacturer for evaluation.